Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed as the transmitter log was able to be downloaded. Global transmitter final functional test was performed and the transmitter failed the connection threshold and connection, however, no failures were found related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.